Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that all keypad buttons have been responding poorly for the past 2 to 3 week. He noted that the ok button responds the worst. The pt stated that all keypad buttons feel flat and hard. He confirmed that the keypad is intact; denied exposing the pump to water and cleaning products; and stated that he wears the pump on his waist or in his pants pocket.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.